Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint and show ¿placement signal not reliable¿ alarm appearing 40 minutes after pump start. This pattern is consistent with loss of light on the optical bench detector. Console was returned. The device failed ¿5s¿ test due to contamination of optical connector. The root cause of the aic issue was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. While on support, the automated impella controller (aic) displayed placement signal unreliable alarms. The audible alarm was turned off. Support was continued, and the patient was successfully weaned off the device. An engineer evaluated the logs and determined that this was an aic issue, not a pump related issue.